Event description:
The customer reported to olympus, gastrointestinal videoscope air supply line was clogged, and no air was released. The event occurred during an upper endoscopy procedure. It was reported that blackish foreign substance came out of the scope when the service representative applied pressure with a syringe using the hand-washing cleaning tube attached to the scope. The procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. An evaluation of the device concluded that the black foreign material was confirmed, and was identified as polyphenylene oxide. The suggested event was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be presumed further, as the identified material (polyphenylene oxide) is used in various uses including medical devices, parts around pumps, office automation equipment, and electronic parts. Insufficient reprocessing of the endoscope could lead to infection to a patient or a physician. It is therefore suggested that the user facility implement inspection of the device before use continuously. Olympus will continue to monitor field performance for this device.